Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer was performing the incorrect load process. Tandem technical support reviewed the load sequence with the customer. Blood glucose level was in the 200's mg/dl range.